Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2011, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing.

Event description:
Information was received from a healthcare provider via a manufacturer representative in regards to a patient who was being treated with baclofen 2000 mcg/ml (529.7 mcg/day) intrathecal therapy via an implanted pump. The brand of baclofen and lot number was unknown. The pump's indication for use (IFU) was listed as intractable spasticity and cerebral palsy. The patient's medical history and concomitant medications were unknown. The physician reported to the representative that the patient was having symptoms of withdrawal and a motor stall was seen at the initial interrogation. The pump logs showed a motor stall occurred on (B)(6) 2015 at 07:00 and was active. The patient had not recently had magnetic resonance imaging (MRI). Options were discussed to consider programming the pump at a minimum rate and covering the patient with non-pump medication. The patient was being admitted to the hospital and the pump was going to be revised (B)(6) 2015. The pump print report was last examined at (B)(6) 2015 at 16:25 and indicated estimated elective replacement indicator (eri) of 24 months. Low reservoir alarm date was (B)(6) 2015 and reservoir volume was 17.5 ml. Additional information has been requested regarding the cause of the event, but it was not available at the time of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from a healthcare provider (hcp) indicated the pump administered gablofen (2000mcg/ml, 530mcg/day as of (B)(6) 2015; dose on interrogation report states 529.7mcg/day). Regarding medical history and other medications, the patient was taking at the time of the event, it was indicated that this was ¿not relevant.¿